Event description:
It was reported that interrogation of the pulse generator revealed that the right ventricular pacing impedance and threshold were high in bipolar configuration. The device was reprogrammed. The patients medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.